Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the por was not determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was unable to charge the ins because there was a power on reset (por) message on the ins recharger (insr). The patient was seen in the clinic, and the por was cleared. The patient was able to charge the ins normally. No symptoms or complications were reported.